Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data.

Event description:
Ous MDR - it was reported that after an estimated implantation period of 77 months, this lead exhibited low pacing impedances. The other parameters were normal. No adverse patient side effects have been reported.